Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) in cardiac arrest, the device gave a "shock advised" prompt however, would not deliver a shock when the shock button was pressed. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation. Complainant indicated that this device was used during two additional events which are being reported under medwatch numbers 1220908-2007-00681 and 1220908-2007-00762.